Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer reference number 3006705815-2019-03877. It was reported that the patient experienced ineffective therapy. It is suspected that the lead was fractured. As a result, surgical intervention was taken to replace note: it is unknown which lead is liable. As such, both are being reported.

Manufacturer narrative:
The reported event of ineffective therapy was confirmed. Microscopic inspection of the returned lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.